Event description:
The product was used during a lavh procedure. Reportedly, the instrument would not close. No pt injury has been reported.

Manufacturer narrative:
12/30/1997-supplemental report #1 submitted to FDA.